Manufacturer narrative:
I attach about measurement tests of the same lot-in meter as the malfunctioning meter.

Event description:
Blood glucose reading results is higher about 20~30 mg/dl when comparing with other glucose meter.